Event description:
Patient went hunting. At about 3pm they had a snack and then passed out. Their blood glucose (bg) was 12. They were taken to the hospital and kept over night. That morning their bg was 121 and they were back on their pump. They said the doctor at the hospital felt the pump over delivered insulin. The patient's history of total, basal, and bolus deliveries was reviewed with them. It appears that the bolus and total deliveries match what the patient recalled, except for one evening bolus the patient does not recall giving. When asked how their bg had been yesterday, they said that it was 42 in the morning and that they had breakfast, waited, and then took insulin. Patient was advised to contact their physician with respect to injections.